Manufacturer narrative:
(B)(4). Batch # ni. Additional information was requested and the following was obtained: did the device lock and not deliver a cutline or staple line? No, from what they explained to me. How was the device opened and removed from the tissue? Surgeon opened it using his hands to open the jaw.

Event description:
It was reported that during a lobectomy procedure, the device locked out on tissue; could not open manual override. Case completed with a competitors device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n55n4h. The analysis found that one psee60a device was returned for analysis without cartridge loaded on the device. The device was returned with a non-working firing mechanism. The device closed and opened properly during testing. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which caused the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.